Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. This report was mailed to FDA on: 12/12/2008.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, vacuoles were noted on the peripheral rim of the iol of eight patients. There are eight medical device reports associated with this event. This medical device report is for the sixth patient.